Event description:
Device issue: difficult to remove. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the femoral artery after a diagnostic procedure. Reportedly, after deploying the clip, the device was difficult to remove. The device was removed by an unspecified method, but bleeding continued. Manual compression was applied to achieve hemostasis. "The clip was removed from the pt by rubbing." No adverse pt effects were reported. No add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for eval. It has not yet been received.